Event description:
Reporter reported to smiths medical intl that there was a problem attaching the component; the luer broke several times. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is inc into the finished product by smiths medical intl. The finished product is further assembled, packaged and sterilized by smiths medical intl. The customer indicated that samples were unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. This issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.